Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/08/2018 additional information was requested and the following was obtained: were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the monocryl, or vicryl suture used in this procedure? Are the product code and lot numbers available for ethicon devices used? Response from author: vaginal discharge is a commonly seen after surgery as demonstrated in this article. We do not routinely report this as a complication as it is so common and considered as a consequence of surgery. I do not perceive that there was a deficiency on the sutures used. We do not have any product codes.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent citation: journal of obstetrics and gynaecology, november 2012; 32: 778¿780. Doi: 10.3109/01443615.2012.717991.

Event description:
It was reported in a journal article ¿short-term complications after vaginal prolapse surgery: do suture characteristics influence morbidity¿ and suture was used continuous locking fashion for vaginal skin closure on unknown date between (B)(6) 2010 and (B)(6) 2011. The patient possibly experienced offensive discharge treated with oral antibiotics, vaginal bleeding. Patient possibly experienced urinary tract infection treated with oral antibiotics, and / or vaginal pain managed conservatively with admission to the ward. It is possible that the large caliber of the multifilament sutures caused more morbidity than smaller caliber sutures but this needs to be determined. There may be other reasons than suture type that might account for the findings in this study. Various other factors may influence the development of early morbidity. Factors such as knot size, age, bmi, associated comorbidities and type or quality of perioperative preventive measures undertaken may be important. Additional information will be requested.